Event description:
According to the rptr: during use the bag ripped and the specimen stones fell into the abdominal cavity. An abdominal incision was made to remove the specimen.

Manufacturer narrative:
MDR initial report submitted: 12/01/2008.